Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. The target lesion was unspecified. Upon preparing the 5.0 x 24mm veriflex mr stent delivery device for the procedure the stent dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: device analysis determined that the condition of the returned device was consistent with the complaint incident. The stent was returned in a plastic container. One end of the stent up as far as its mid- section was stretched and compressed. An examination of the balloon found a clear impression of stent crimp on the balloon material. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. The target lesion was unspecified. Upon preparing the 5.0 x 24mm veriflex mr stent delivery device for the procedure the stent dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.